Manufacturer narrative:
An event regarding intraoperative fracture involving a patella resection guide was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided for review. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as device evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a difficult primary knee replacement, the surgeon had trouble retracting the tibia anteriorally due to a tight patella tendon; the result of a prior tibial fracture. When the patella was ressected, it fractured. Two 4mm x36mm cannulated screws were used to fix the fracture. Some threads of the screws were visible through the surface where the bone cement was to be applied. The patella was implanted and surgery continued as planned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
During a difficult primary knee replacement, the surgeon had trouble retracting the tibia anteriorly due to a tight patella tendon; the result of a prior tibial fracture. When the patella was resected, it fractured. Two 4mm x36mm cannulated screws were used to fix the fracture. Some threads of the screws were visible through the surface where the bone cement was to be applied. The patella was implanted and surgery continued as planned.